Manufacturer narrative:
(B)(4). The liberty cycler was not returned or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. There was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Event description:
Peritoneal dialysis patient contact requested instructions on cancelling treatment so the patient could administer antibiotics. Follow up with the patient's peritoneal dialysis nurse (pd) indicated that the peritoneal dialysis patient was admitted to the hospital due to peritonitis and a catheter exit site infection on (B)(6) 2016. The culture of the peritoneal dialysis fluid was positive for the organism¿s staphylococcus epidermis and proteus mirabilis. The patient was treated with the antibiotics vancomycin and ceftazidime. The pd nurse reported that infection as due to the patient not following aseptic technique when performing peritoneal dialysis treatments and the peritonitis was due to touch contamination. The patient has been re-trained on following aseptic technique during peritoneal dialysis. The patient was discharged from the hospital on (B)(6) 2016 and continues to perform peritoneal dialysis treatment at home.